Event description:
It was reported that high capture threshold and high pacing lead impedance were observed on the left ventricular lead. When the pocket was opened to revise the lead, a fracture was noted at the tip. Patient was asymptomatic. The lead was capped and replaced on (B)(4). 2017. The patient was in stable condition before, during, and after the procedure.